Event description:
The father of the patient reported that his son accidentally submerged his infusion device in 1-2 feet of water for a few seconds and his son's blood glucose began to go erratic within two days of being exposed to water. The father stated that he does not believe the device is delivering insulin properly causing his son's erratic blood glucose levels. The father stated that his son's blood values dropped to 33 mg/dl and elevated up to 340 mg/dl. The patient's normal range is 100-180 mg/dl. The father gave his son glucose tablets and cookies to raise his son's blood glucose, and when his blood sugar went low extra boluses were given to elevate his blood glucose, the patient showed a symptom of being weak with low blood sugars and symptoms of being active and not paying attention with his elevated blood sugars. No medical attention was necessary. The product was requested for returned for evaluation.